Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: (1) do not reuse. (2) the balloon and shaft of catheter should not be pinched with forceps, etc. And avoid contacting the catheter with a blade or sharp-edged devices. There is a strong likelihood that breakage or inadvertent removal or catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of catheter difficult." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon burst.